Manufacturer narrative:
The failure for heat was duplicated by the technician through functional evaluation. Disassembly and visual inspection by the technician noted the coupler was worn. Wear may limit the rotational properties of the components such as the driveshaft creating the failure for heat. The affected coupler was replaced. Other components were replaced, cleaned, lubed and adjusted as part of preventive maintenance. The drill was repaired and returned to the account after passing final inspection. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquires of this type for adverse trends.

Event description:
Customer stated the device got very hot during a case. There was a two minute delay, no medical intervention, no adverse consequences to the patient reported.